Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a scale reading error. The patient discontinued treatment during dwell 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4169ml during drain 1 of the treatment. This drain volume is 208% the patient's prescribed fill volume of 2000ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was issued a new cycler and the complaint cycler was scheduled to be returned for manufacturer analysis. Multiple attempts were made to obtain additional information, but none was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges that in the cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and a scale reading alarm occurred. The scale reading alarm was cleared and treatment completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The heater tray failed the go gauge check on the left side corner. The heater tray go gauge gap failure was corrected by rotating the left m6 x 30 mm set screw on the heater tray mounting base to increase the set screw height and height of the heater tray. An internal inspection of the cycler found indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The glucose test strip was negative. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.